Manufacturer narrative:
Examination of the returned devices confirms material fracture. An evaluation has been performed by a depuy material scientist. Based on that evaluation it was determined the femoral head and liner both fractured due to overload. For each component, a single event created stress within the component that exceeded the burst strength of the material. There was no evidence of material inclusions or other defects that could have contributed to crack initiation or propagation on either of the components. Based on the investigation a need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a shattered ceramic femoral head. It was reported that the patient slipped on a wet floor, but did not fall. Update rec'd 11/6/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, difficulty ambulating, and leg length discrepancy. There is no new additional information that would affect the outcome of the investigation. Update rec'd 7/6/2016- legal correspondence received. (B)(6) indicated that product has been returned to depuy and is being sent to (B)(6) for decontamination and examination. There is no new additional information that would affect the existing MDR decision. Update rec'd 7/8/2016- metallurgy analysis received. The liner was also noted to be fractured and has now been reported.